Event description:
Reportedly, the stapler used in surgery misfired. There was tearing as it was removed from the rectum. The surgeon had to hand sew the anastomosis and this lengthened the procedure by 45 - 50 minutes. Procedure: low anterior resection.